Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they don't know if the therapy was working. Agent asked the patient if they noticed any improvement in their symptoms and the patient stated that they have improvement, but when they were checking the app it cannot connect. Agent walked the patient through connecting to their settings and the therapy was turned off. Agent reviewed with the patient that it was not normal for the therapy to be turned off and redirected the patient to their healthcare provider (hcp) to further address the issue. Agent sent an email to the field for further assistance. On 2025-apr-02, additional information was received from the patient. Patient mentioned that they spoke with manufacturing representative (rep), and they helped them to set up the ins. On 2025-apr-07, additional information was received from the hcp. The hcp stated that the cause of the app not being able to connect with the implant was unknown.

Event description:
Additional information was received from a manufacturing representative (rep). They reported that the cause of the app not being able to connect to the implant was determined as the patient got it wet. The most likely cause or contributed to the issue was that the patient got it wet. The steps were or would be taken to resolve the issue was that they already taken, patient was implanted and moved on from stage 1. The issue was resolved. The cause of the therapy being off was determined and the cause was it being wet. The issue was resolved. The information had been confirmed/provided by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.